Event description:
Provider states the pilot valve was replaced when the concentrator showed 1 red and 2 green, and shut down. Provider states power switch failed to enable alarm horn.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.